Event description:
A malfunction alarm identified as malf 12 was reported by the customer. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer received assistance from technical support to reset the pump, which successfully resolved the issue, and was advised to continue using the pump and to report any recurring malfunctions.